Manufacturer narrative:
The full patient identifier for this event is case: (B)(6). Patient demographics such as age, date of birth, sex, weight, ethnicity and race were not provided. Customer telephone number provided to beckman coulter is (B)(6). A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse inspected and cleaned the instrument. The fse noted a failing washed portion of the system check test; the fse replaced the vacuum valve and rebuilt the substrate pump. Fse then performed five replicates of patient sample for troponin I with acceptable results. In conclusion, the cause of the non-reproducible low troponin I (access accutni+3) result is a hardware malfunction.

Event description:
On 20jul2020 the customer reported erroneous non-reproducible low troponin I (access accutni+3) results had been generated on the customer's access 2 immunoassay analyzer (part number a65531 and serial number (B)(4)). The samples were retested and higher results were obtained. The customer then performed testing using an alternative method. The results from the alternative method were not provided. The customer did not report that the results were released from the laboratory and did not report any changes to patient treatment or management due to the erroneous low troponin I results. See next section for table of patient tests obtained. A passing troponin I calibration was obtained on 09jun2020. The customer is not currently running quality control samples for troponin I. The customer was unable to perform a system check test due to hardware errors of pipettor motion and reaction vessel (rv) cleanout errors. A beckman coulter field service engineer (fse) was dispatched to the customer site to assess instrument performance. The fse corrected the hardware issues causing the errors and performed a system check which failed the washed portion of the test. The fse also noted that the vacuum pump and the substrate pump were not functioning. Sample collection information such as sample types, centrifugation, storage and handling conditions were not provided.